Manufacturer narrative:
Additional information has been received from the customer. Adding other value to g2. Additional information also available for the device evaluation. This supplemental report is being submitted to provide this information. Event date is (B)(6) 2021. The customer reported event did not take place during a procedure. There was no patient involvement. Initial reporter occupation is not available. The device coupler was rusted. Other incidental observations were pixel fault in the image quality and water tightness leaking cable. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it is likely the subject device rusted because anti-rust measure was not taken until a design change performed after the manufacture of the device. Olympus will continue to monitor the field performance of this device.

Event description:
The device was returned by the customer for issue of not working. Upon evaluation of the returned device it was noted that there was rust generated on metal parts of the device. This medwatch is being submitted for the reportable issue of rust observed during device evaluation.

Manufacturer narrative:
The device is returned and an evaluation completed for it. Upon inspection, it was noted that there is rust generated on metal parts of the device. In addition, the cable had an abnormal appearance. The image quality was noted to be bad with white dots. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.